Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The device powered up with a low battery warning and critical errors, which causes the unit to shut down and stay in a red x state. The batteries were scrapped and replaced. Review of the device activity logs showed the device in a constant low battery state. The depleted batteries were not due to a device malfunction. Analysis of reports of this type has not identified an increase in trend.